Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system started beeping. Upon reviewed, it was found that this right ventricular (rv) lead exhibited high shock impedances out of range and now the measurements returned to normal levels. The technical services (ts) indicated that the ICD will continue to beep until it is interrogated with a programmer and the message is reset. The system was reprogrammed to alert when the shock impedance exceeds 150 ohms. This rv lead remains in service and will be in continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
Correction: complaint and report are on the rv lead.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) started beeping. Upon reviewed, it was found that the right ventricular (rv) lead exhibited high shock impedances out of range and now the measurements returned to normal levels. The technical services (ts) indicated that the ICD will continue to beep until it is interrogated with a programmer and the message is reset. The system was reprogrammed to alert when the shock impedance exceeds 150 ohms. This ICD remains in service and will be in continue monitoring. No adverse patient effects were reported.